Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, brown particles on the shell, and crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was exchange of textured implant to smooth. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.